Event description:
It was reported to philips that the system's c-arm was unable to perform propeller movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the cardiac procedure was completed by using portable c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm failed to perform propeller movements. After adjusting propeller position and current, movement was temporarily restored. However, post-test results indicated the beam propeller axis version test failed, and the propeller was inactive on the frontal stand. A review of system log file indicated the drive was not calibrated, confirming the reported malfunction. The fse replaced the propeller amc triple servo drive and adjusted propeller settings, realigned bearing blocks and guide roller to 1 mm gaps, checked torque and ceiling rail alignment, then performed geometry calibration. After replacement and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.